Event description:
Revision surgery 15 months post op due to subsidence of the stem amistem h.

Manufacturer narrative:
Document review: amistem h cementless femoral stem size 3 lat - ref. 01.18.143 / lot 110572 (60 stems produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. The 49 stems belonging to this lot have been already implanted and no incidents have been reported up to now. The reason of the subsidence is unk; from the data collected, there is no evidence that the event is device related.